Event description:
Information received from the field notes that the lead dislodged into the coronary sinus and was successfully repositioned. The patient was pacemaker dependent and his heart rate decreased to 12 bpm during the surgery.